Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's dietician reported via phone call that customer was hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose level of 633 and 529 mg/dl. The customer¿s current blood glucose was 200 mg/dl. The customer treated in hospital. Customer was alleging the insulin pump was under delivering. The customer reported that the drive support cap was normal. The insulin pump will not be returned for analysis.